Event description:
It was reported that during an ovarian resection procedure, balloon broke. Another device was used to complete the case. There was no adverse consequences to the pt. No device returning.

Manufacturer narrative:
Tracking # 456566-0. Date sent: 6/9/2006. A1, 2, 3, 4; b6, 7; d11: info was not provided by the affiliate. D4; h4: info is unavailable; device was not returned for eval.